Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 MRI compatibility guidelines were being requested. Per the reporter, the MRI was not due to a problem with the patient¿s infusion system or therapy. The scan was ¿pain related¿, but the reporter did not have any additional information about the pain and did not know if the patient¿s pain was related to his infusion system. The event date was unknown. No further complications have been reported as a result of this event. Additional information was received from the healthcare professional. It was reported that there was concern the infusion device may not have been working reliably. The hcp became aware of the issue in (B)(6) 2018. No cause was determined. Medication adjustments were provided without benefit; pump infusion rates were adjusted and volumes aspirated were different than expected. The hcp was looking for a possible tip granuloma on the catheter. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon further review, it was reported that volumes aspirated were wnl (within normal limits) for expected. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient was receiving 10 mg/ml bupivacaine at 5.281 mg/day and 8.0 mg/ml morphine at 4.2245 mg/day via an implantable pump for non-malignant pain. It was reported that the patient seemed to be having ongoing issues with the catheter that had lasted "a couple of years". The catheter kept "jagging against the nerve" for the patient. They went to the hcp the other day and did a clinical nerve block that showed the catheter was close to the neural crest nerve that could be attributing to the pain that the patient could not get rid of. The pain had been present for "so many years" and the patient had had various problems with the catheter that had "combined". No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that it was unknown if there were catheter issues. The patient was requesting a dye study to assess. Per the patient, another physician who performed a dorsal nerve block noted the catheter's proximity to the area near the nerve block. The event was not resolved. No further complications were reported.